Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the cannula seal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No photo or video was provided by the site for review. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. This complaint is being reported due to the following conclusion: it was reported that the cannula seal leaked and allowed gas to escape or result in a shutting off of the insufflation to the abdomen. While there was no reported harm or injury to a patient, the observed failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical a partial nephrectomy procedure, the cannula seal leaked. This caused a serious situation because the surgeon lost the view while the artery of the kidney was clamped. Even though the lever was in the closed position, gas leaked. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.